Manufacturer narrative:
Service was not dispatched to investigate the instrument. The field service engineer (fse) did not evaluate the instrument. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated accutni (troponin) result in the risk stratification range for one pt. The results were generated on a unicel dxc 600i synchrone access clinical system. The initial results were not reported outside the laboratory. The customer aliquoted and re-centrifuged the sample prior to testing it. The customer re-ran the sample and the result was within normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.